Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the device evaluation, an error message appeared. Based on the results of the investigation, it is likely that the following led to the malfunction: the device has a faulty cable causing an error message. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. No further escalation is required. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a communication error when plugged into the machine. The camera was sent to sterile processing department with a communication error tag attached to it. There were no reports of patient harm.